Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set leaked due to a separation of the tubing and the one-link connector during infusion. Two one-link extension sets were connected end to end with the patient's IV. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device and companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection showed that there was a separated winged female luer lock adapter and power injectable tubing on the actual used sample. The companion sample visual inspections showed no defects. Functional test, clear passage and pressure test were performed on the unused companion sample only with no defects noted. The reported condition was verified on the actual used sample. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.